Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tip of proximal reaming handle was bent during extraction of the proximal reaming spike.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.